Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator was self-cycling and did not return any volume. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The air gas module regulates the inspiratory air gas flow to the patient. During simulated use test of the returned air gas module in a ventilator it failed with ¿system volume too large¿ during pre-use check. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. If this fault happens during ventilation, it may lead to stop of ventilation. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).